Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that after a tka surgery was performed the patient experienced on the right knee pain and stiffness, the issue was resolve by manipulation under anesthesia. The outcome of the patient was resolved with residual effects.

Event description:
It was reported that after a tka surgery was performed the patient experienced on the right knee pain and stiffness, the issue was resolve by manipulation under anesthesia. The outcome of the patient was resolved with residual effects.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details an mua (manipulation under anesthesia) was performed due to right knee pain and stiffness an unknown duration of time post tka. The provided crfs were reviewed; however, do not provide insight into the reported right knee pain and stiffness. Per the crfs, there were no technical difficulties during the procedure performed on (B)(6) 2015. Arthrofibrosis is a known possible post-surgical occurrence, and the provided documentation does not support a component mal-performance. Reportedly, the ¿outcome: resolved with residual effects¿. The root cause of the reported events could not be definitively concluded based on the limited information provided. The patient impact beyond that which was reported cannot be determined. No further medical investigation could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that stiffness has been identified as a possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction, alignment, fit/size of device used, wear or loss of sterility. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.